Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to dislodgement. This lead was also noted to have exhibited helix extension issues. No additional adverse patient effects were reported. No additional information was able to be obtained.